Manufacturer narrative:
The device is unable to be returned to the manufacturer , as per the customer, so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record # (B)(4).

Event description:
During intra-aortic balloon (iab) therapy the ICU nurses noticed blood in the helium tubing that extended all the way back into the console. There was no alarm. The iab was removed, but not replaced. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
During intra-aortic balloon (iab) therapy the ICU nurses noticed blood in the helium tubing that extended all the way back into the console. There was no alarm. The iab was removed, but not replaced. There was no reported injury to the patient.

Manufacturer narrative:
Complaint # (B)(4); record # (B)(4).

Event description:
During intra-aortic balloon (iab) therapy the ICU nurses noticed blood in the helium tubing that extended all the way back into the console. There was no alarm. The iab was removed, but not replaced. There was no reported injury to the patient. The manufacturer received a facility medwatch (B)(4) reported to the FDA in november of 2017 indicating: patient arrived on unit postoperatively. At the time, iabp was functioning properly. 4 hours later, a sudden backflow of bright red blood was noted in the gas line of the iabp. Device was immediately placed in standby mode and a doctor was notified. At no time did the device alarm that there was blood in the line or a gas leak detected. Physician assistant (pa) pulled device without incident. Per cardiology, device didn't need to be replaced, but patient was placed in trendelenburg position on left side for 30 minutes to prevent possible air embolism due to helium leak. The catheter was bagged. A biomed was contacted and balloon pump was removed from circulation.

Manufacturer narrative:
(B)(4). The device was not returned and could not be evaluated. The customer states the product will not be returned. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted.

Event description:
During intra-aortic balloon (iab) therapy the ICU nurses noticed blood in the helium tubing that extended all the way back into the console. There was no alarm. The iab was removed, but not replaced. There was no reported injury to the patient. The manufacturer received a facility medwatch (B)(4) reported to the FDA in november of 2017 indicating: patient arrived on unit postoperatively. At the time, iabp was functioning properly. 4 hours later, a sudden backflow of bright red blood was noted in the gas line of the iabp. Device was immediately placed in standby mode and a doctor was notified. At no time did the device alarm that there was blood in the line or a gas leak detected. Physician assistant (pa) pulled device without incident. Per cardiology, device didn't need to be replaced, but patient was placed in trendelenburg position on left side for 30 minutes to prevent possible air embolism due to helium leak. The catheter was bagged. A biomed was contacted and balloon pump was removed from circulation.

Manufacturer narrative:
Correction: 'adverse event or product problem' should have only reflected product problem. 'Outcome attributed to ae' "life threatening, required intervention" should not have been populated. (B)(4). The manufacturer received information on 01feb2018 from the customer indicating that the patient suffered no injury. Complaint # (B)(4).

Event description:
During intra-aortic balloon (iab) therapy the ICU nurses noticed blood in the helium tubing that extended all the way back into the console. There was no alarm. The iab was removed, but not replaced. There was no reported injury to the patient. The manufacturer received a facility medwatch (B)(4) reported to the FDA in november of 2017 indicating: patient arrived on unit postoperatively. At the time, iabp was functioning properly. 4 hours later, a sudden backflow of bright red blood was noted in the gas line of the iabp. Device was immediately placed in standby mode and a doctor was notified. At no time did the device alarm that there was blood in the line or a gas leak detected. Physician assistant (pa) pulled device without incident. Per cardiology, device didn't need to be replaced, but patient was placed in trendelenburg position on left side for 30 minutes to prevent possible air embolism due to helium leak. The catheter was bagged. A biomed was contacted and balloon pump was removed from circulation.